Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for system inspection. The cse observed a one ring position error in the system event log and checked the wash manifold dispense and aspiration, probe positions, luminometer and dark counts, servo motor and drive belt. There were no issues found on inspection that may have contributed to the elevated advia centaur xp troponin result. The cse checked precision and quality control results were acceptable. The cause for the elevated advia centaur xp troponin result is unknown. No conclusion can be drawn. The instruction for use (IFU) under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi. A positive troponin result is not always indicative of mi. Other conditions resulting in myocardial cell damage can contribute to elevated cardiac troponin I levels. These conditions include, but are not limited to, myocarditis, cardiac surgery, angina, unstable angina, congestive heart failure, and non-cardiac related causes, such as, renal failure and pulmonary embolism. The instrument is performing within specifications.

Event description:
A elevated advia centaur xp troponin ultra (tni-ultra) result was obtained on a patient sample. The patient sample had been processed from an alternate manufacturer's lab automation line. The physician did not question the elevated troponin result and the patient was treated with aspirin and heparin drip. The same patient sample was loaded manually, and the repeat troponin results were low. The same sample was repeated on another advia centaur system, and the troponin result was low. There was no report of adverse health consequences due to the elevated troponin ultra result.